Manufacturer narrative:
Correction to d(4): sequence number changed from 1255168 to 1251664. Unique identifier (UDI) # changed from (B)(4) to ((B)(4) .

Manufacturer narrative:
The returned device was evaluated and received with the cannula undeployed. The needle was not exposed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33. Following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
It was reported during the activation process it was noticed 2 small holes next to the needle cap. In one of these holes something hard was sticking out, which she believes is the pods hard needle. Indicating it deployed early. The pod was not worn.